Event description:
The lay user/patient contacted lifescan in 2008 and alleged that his one touch ultra2 meter (serial number not provided) was displaying an error message (unknown error message). The medical affairs specialist was unable to reach the patient after several attempts via phone. A letter was sent to the address provided. The patient reported that the alleged issue first occurred on saturday (possibly three days earlier) at 8 am. He was unsure of what the error message meant. He also mentioned that he experienced "high symptoms" (specific symptoms not provided) after the reported issue began. However, he reportedly took no diabetes treatment actions following the issue and did not receive/require any medical treatment or intervention. He was not tested on any other device. It is not clear if the patient was able to obtain any readings before, during or after the reported issue. The issue was not resolved with troubleshooting since the patient did not have the meter with him at the time of the call. This complaint is being reported because the patient claimed that he experienced symptoms of high blood glucose after the reported issue began. The alleged issue was unresolved. The patient did not receive any medical attention. Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.